Event description:
Physician reported right rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Physician reported right rupture. Device has been explanted and replaced.